Event description:
On (B) (6) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the previous low drain volume alarm with the additional report of cramping and fibrin. It was discovered during this call that the patient had peritonitis. The hp had been having catheter issues. Per the nurse starting in (B) (6) 2010, the patient started becoming constipated and started developing issues with draining. Per the nurse, this issue was not due to overfill but rather due to the patient being constipated and not being able to drain. The patient was instructed to use laxatives to relieve the constipation. On (B) (6) 2010, the patient was diagnosed with peritonitis. On that date, a peritoneal effluent culture and analysis were drawn. The nurse did not have the results but knew that the culture grew a gram negative organism. On (B) (6) 2010, the patient began treatment with ampicillin. On (B) (6) 2010, the patient was switched to back to hemodialysis due to the fact that he was not draining. In addition, because the patient's pd catheter was not working and was not draining it was pulled out. The nurse stated a repeat peritoneal effluent culture was taken on (B) (6) 2010 and the same gram negative organism that grew from the first culture, grew on this culture as well. On (B) (6) 2010, the ampicillin was discontinued and the patient was switched to a different antibiotic. On (B) (6) 2010, the patient was discharged home. Per the nurse, the patient will remain on hemodialysis permanently, the nurse clarified that the patient's last pd treatment was attempted on (B) (6) 2010. Per the nurse, at the time of this report, all of the events the patient had experienced in regards to cramping, trouble breathing, complaint of abdomen being solid and pulling were resolved. The event of peritonitis and low grade fever were considered to be resolved at the time of this report. There were no allegations against any baxter products regarding the constipation or peritonitis.

Manufacturer narrative:
(B) (4).device not available.